Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the rear label was missing the lens had one slight scratch. Review of the event history log showed no disposable alarms were recorded. Functional testing involved simulated use and the reported issue was not able to be duplicated with or without the disposable attached. The lens was replaced. Based on the investigation, the complaint allegation of double beep, no cassette was not confirmed. The allegation of lens scratches was confirmed and the lens was replaced.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed and indicated no cassette. It was also reported that the lens was scratched. No adverse effects were reported.